Event description:
It was reported that a user who recently transitioned from dexcom g7 to freestyle libre 3 plus experienced an inability to complete a sensor scan within the ilet app, where the app displayed ¿ready to scan,¿ vibrated on attempt, then remained on the same screen and later displayed ¿scan error.¿ symptoms included no adverse clinical effects. Outcomes included successful activation of the sensor after device troubleshooting, which resolved the scanning issue. Investigation included customer interview and guided troubleshooting. Investigation of this case revealed that restarting the phone restored normal scanning functionality, indicating an app or phone state issue rather than a hardware failure. It was concluded that the event was attributable to a transient software or interface condition that resolved with a standard restart, with no patient harm reported.